Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned lifescan will evaluate it and, if the mter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) and alleged that his meter was missing segments. The medical affairs specialist spoke to the patient on 11/3/05 and obtained/verified the following information. The patient tested his blood glucose and obtained a result of 212 mg/dl. He had been experiencing frequent urination that day. He took his regular insulin, which was based on the result and retested on the meter 30 minutes later. When he retested his blood glucose went down "2 points." He retested again and could not read the result. He went to the hospital and obtained a result of 212 mg/dl. He was given insulin that he stated was a new kind of insulin. He was discharged the same day. The following day he tested on his meter and obtained a result of 172 mg/dl. The result of 212 mg/dl, with or without symptoms, is not a serious injury. He went to the hospital based on his symptoms. The missing segment issue was not resolved with troubleshooting. A replacement meter has been sent.